Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access luer connector of a prismaflex st100 set was observed to be broken, as ¿the arterial end of the single-needle double-lumen pipeline and the connection of the circulating pipeline broke¿. This occurred during continuous renal replacement therapy. There was no blood loss reported and the associated catheter was replaced. The extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.